Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.